Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional h11: dear ethicon team, I am writing to report a product incident involving an ethicon monocryl plus antibacterial suture used at our facility, equine veterinary medical center, qatar. Product details: product name: ethicon monocryl plus antibacterial suture. Product code: mcp4946. Suture size and needle type: 0 CT-1, 36 mm, 1/2 circle, taper point. Suture length: 36 inches. Lot number: 109lt3. Expiry date: 30 june 2027. During surgery the needle detached from the suture while closing a colic. We kindly request that ethicon investigate this matter and advise on any necessary corrective or preventive actions. Please let us know if you require the affected product sample, packaging, or any additional information to support your investigation. Thank you for your attention to this matter. We look forward to your response. Kind regards, [redacted] pharmacist (B)(6) (B)(6). Monocryl plus vio 36in usp0 (mcp4946h): unknown list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No was there a significant delay? If available, provide the product order number (po). "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During surgery the needle detached from the suture while closing a colic. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified